Event description:
It was reported that pump did not often recognize charger, took extra time to start charging, and required use of multiple cords to begin charging. No information was provided regarding any impact to the customer¿s blood glucose level. Customer declined troubleshooting and was already in process of receiving new device, and case was documented by technical support with no additional actions recorded.